Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while docking the system to patient, customer called technical support due to repeated recoverable fault errors. Technical support engineer (tse) reviewed the logs and found repeated 32097 for universal surgical manipulator 4 (usm4). Customer elected not to do any troubleshooting at the time of the call since they did not need all four arms for the case. The customer continued on with the case as a three-arm system. Customer stated they had an extra patient side cart (psc) available to use. Tse checked the software of the current system and the other psc; however, the system's software versions were found not compatible. Tse recommended to hard power cycle the psc between case to possibly get the error to go away. The procedure was completed with no patient harm. Follow up was conducted and the following additional information was obtained: the customer first encountered the repeated recoverable fault issue after the ports had already been placed. System functionality was checked upon powering on the system with no issues found. The procedure was completed with three system arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site and confirmed the error 32097 pointing to the axes controller, motor (acm) on the universal surgical manipulator 4 (usm4). Fse replaced the usm in accordance to isi procedures. After replacement, the system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and reproduced the reported failure. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a fixture test platform (pftp) and passed lissajous, chip encoder virtual absolute (cva) characterization, and brake test, but failed the fiber test on the parallelogram and rolling loop. The parallelogram fiber and rolling loop fiber was replaced with new one and the error went away. The original parallelogram fiber and rolling loop fiber was reconnected, and the error returned. The parallelogram and rolling loop assembly will be replaced as a fix. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or video clip submitted for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk1219. A review of the site's system logs for the reported procedure date was conducted and revealed the following possible related system error: 32097 ¿ maxis error occurred, reported by acm in usm4. Based on the information available at this time, this complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Fa confirmed a faulty usm arm due to a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.